Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized for diabetic ketoacidosis. Prior to being hospitalized, the customer had been vomiting due to the high blood glucose levels. Troubleshooting was performed and the insulin pump passed the prime test. The tubing clamp was not available for the high pressure test.